Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device transmitted an event alert to merlin.net, but there were no egms available for the tachycardia episode recorded. No further intervention was performed at this time and the device will continue to be monitored. The patient was stable with no adverse consequences.